Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Multiple call service 128 post delivery motor error alarms were observed. The battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was found on the display screen inside the pump. A display lens leak was found with a leak test. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The pump cover was removed to find further moisture corrosion to the power printed circuit board and continuous glucose monitoring module. The alleged short battery life issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.